Event description:
It was reported that the st holster was giving green and blue cable errors while taking samples. Each time an error occurred, the error was bypassed using the button of the screen. The case was completed with no patient consequence.

Manufacturer narrative:
Based upon the inquiry information received visual and functional examination: the unit was found to require the lemo connector blue seal to be replaced. The device was functionally tested, met all product requirements and returned to the customer.